Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip at 86,866 joules. Also, it was reported the fiber tip detached. Per the customer, the fiber tip was retrieved. No patient injury was reported.